Event description:
The reporter indicated that the defibrillator was delivering inappropriate shocks, thus, the physician was going to change out the lead. The electrophysiologist tried to remove the 497-20 (lead) screw but was unable to. Therefore, he left the lead in and inserted a different lead. The defibrillator was then connected to the new lead at which time the heart rate started pacing at a rate of approximately 120 bpm. The pt did not tolerate this well. The defibrillator was then disabled and only vvi pacing was programmed at a rate of 40 ppm with a high amplitude of 7.5 v due to high pacing thresholds found prior to implant. Once the device was programmed to ovo mode, the pacing stopped. The device was also observed to be oversensing. They decided to remove the defibrillator.